Event description:
It was reported that the lead could not be fully inserted into the connector of the pulse generator, despite applying silicone oil. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the insulation adjacent to the small sealing ring and the connector boot adjacent to the second set of sealing rings were measured to be out of specification.